Event description:
Tampon got stuck [foreign body in reproductive tract]. Sore - vagina [vulvovaginal pain]. Vagina - sore - tampon [medical device site pain]. Case description: consumer reported via e-mail that tampon got stuck in vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.